Event description:
It was reported that shaft break occurred. A 3.50mm x 20mm maverick²¿ balloon catheter was advanced to dilate the lesion; however, when the balloon was inflated, the device broke circumferentially. In order to remove the two halves safely, the whole system was removed and the procedure was completed with another maverick²¿ balloon catheter. No patient complications were reported and the patient's status was well.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).